Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign material exiting from the air/water nozzle; the angle wires were stretched; crack of adhesive on bending section rubber; the light guide lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object; defects of the universal cord/distal end/connector; forceps/ instrument channel malfunctions; decrease of output light, light guide broken/light guide bundle yellowing/irregularity of the lens/ light-emitting diode cable broken; the parts become loose/ deformed/ damaged/ worn out/ or scratched; the channel was buckled and deformed; chip/ crack/ melting/ scratch of the camera cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope fibers were visible, cables must be adjusted, covers were porous. The device was returned for evaluation. During the device evaluation, a white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although olympus confirmed foreign material adhered in auxiliary water channel and nozzle, the cause of the material cannot be specified. It is likely the foreign material may not have been removed because reprocessing could not be conducted properly due leakage caused by a worn scope cover packing and breakage of biopsy channel. The event can be detected/prevented by following the instructions for use as follows: - detection methods are defined in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - preventative measures are defined in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.